Event description:
Wear and tear on instruments rendering them no longer useable. Targeting arm handle is loose.

Event description:
Wear and tear on instruments rendering them no longer useable. Targeting arm handle is loose.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The event description defined all returned products to be primary products. No concomitant products were reported. Regarding targeting arm tns: no deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for more than 5 years we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. It appears that due to certain sterilization cycles the attributes of connection itself and materials of the connection may change resulting in micro movements and therewith loosening of or within the connection by delaminating after approx. 10 years of use. Nevertheless, the preoperative check performed revealed the returned targeting arm being functional. The cause for the loosening of the adhesive binding of the targeting arm is linked to a long term use and a high level of sterilizations, contributed by the design of the connection (pins + adhesive). No discrepancies were detected during risk analysis review.